Event description:
Boston scientific crm received information that during this initial implant procedure as the physician was closing the pocket, this patient passed away. Their blood pressure dropped, and CPR was performed and was unsuccessful. There were several other health issues noted with this patient and exact cause of death is unknown at this time.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.